Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her son's blood glucose reached "high" (greater than 500 mg/dl) less than 24 hours after the pod was activated and she noticed the needle never deployed the cannula into his skin.